Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose level, potentially aggravated by an ear infection. The highest blood glucose level recorded was 38.7 mmol/l. The ER treated the bg with intravenous saline and insulin, antibiotics for the ear infection, and anti-nausea medication. The customer was released the next day with no permanent damage. Technical support later confirmed that the pump was functioning as intended. The customer continued to use the pump for insulin therapy.